Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left bhr construct had been implanted on (B)(6) 2014, the plaintiff reported significant unspecified rising levels of cobalt and chromium in his body. The contribution of the metal-on-metal implants from the left hip to the rising levels of cobalt and chromium cannot be discarded. The plaintiff¿s outcome is unknown.